Event description:
A 3.5mm diameter x 15mm length ave micro stent ii was inserted into the target lesion in the left internal mammary graft to the left anterior descending coronary artery after predilation with a 3.0mm diameter ptca balloon. The stent delivery system was inflated to 12 atmospheres, within the stent, expanding the stent to 3.8mm diameter. As a result, the artery ruptured at the site of the stent placement, and the pt was sent to bypass surgery. Upon review of the pt's records. It was determined that the target lesion site in the left internal mammary artery had been a sutured site from an injury during the previous open heart surgery. There was no add'l clinical sequelae reported relative to the event.